Event description:
It was reported that this right ventricular (rv) lead was exhibiting a high pacing threshold. The rv lead was then explanted but was damaged upon extraction. A new rv lead with a different model was implanted. No additional adverse patient effects were reported.